Manufacturer narrative:
The device was received with evidence of blood on the adhesive pad, notable near the bottom housing window. During investigation, no damages or defects were found on the formed needle and the bottom housing that would cause bleeding/bruising at the infusion site. The actual cause of the reported bleeding/bruising could not be determined. The exposed portion of soft cannula appeared to be bent. During fluid path test, fluid could freely pass through the complete fluid path. It could not be determined when this damage to soft cannula occurred. No lot release records were reviewed because no product lot number was reported. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported the patient's blood glucose (bg) rose to 27.8 mmol/l (500.4 mg/dl). There was bleeding from the infusion site (hip/buttocks) while wearing the pod for between 24 and 36 hours.